Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) reported pacemaker-mediated tachycardia (pmt). Programming adjustments were made, increasing the post-ventricular atrial refractory period (pvarp) from 140 milliseconds to 280 milliseconds however, pmt recurs. Review of a recent episode showed left ventricular pacing (lvp)-mediated tachycardia with va timing of 300 milliseconds, indicating the current pvarp was insufficient. Technical services (ts) discussed that the measured va conduction (r-wave to p-wave) at approximately 190 to 200 milliseconds. Based on prior recommendations, the pvarp was further adjusted to 300 to 350 milliseconds. The crt-d remains in service. No adverse patient effects were reported.